Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device's valve did not work. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was inflated and did not demonstrate any leaks. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.